Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested. A partially completed questionnaire was received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the surgeon noticed a crack in the lens. Additional information was received from the surgeon who indicated the pt is now experiencing an abnormal, horizontal line of light. It is unclear whether it is related to the crack in the iol.